Manufacturer narrative:
A review of the device history record (DHR) could not be performed or date of manufacture identified as the lot number was not provided. A decontaminated sample without original package or lot number was received and the reported issue was confirmed; the lite glove is ripped. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with a lite glove. The customer states there was a tear in the light glove when they took it out of the packaging.

Manufacturer narrative:
Submit date: (B)(6) 2016. Originally reported as the customer states there was a tear in the light glove when they took it out of the packaging. Per additional clarification received from the customer on (B)(6) 2016, the light glove was torn while putting it on the light handle.

Event description:
The light glove was torn while putting it on the light handle.